Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01527 for the other associated device information. It was reported to boston scientific corporation that two snares were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while trying to remove a large polyp the snare became embedded in the polyp. A second snare was advanced through the scope in an attempt to cut loose the first snare but the second snare also got stuck in the polyp. The patient was sent to surgery where both the polyp and the two snares were successfully removed. Hospitalization was required for a night and the patient was discharged the next day.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.